Manufacturer narrative:
(B)(4).

Event description:
It was reported low, out of range hv lead impedance was observed. The lead was capped and replaced. The patient was in good condition post-procedure.